Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the pneumatic roto osteotome drill overheated during testing at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the pneumatic roto osteotome drill overheated during testing at the user facility. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the internal components.